Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and reported weak vibration. The patient stated the vibration was not as strong as when they first received the pump, and it would no longer wake the patient when sleeping. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged vibration issue.